Manufacturer narrative:
(B)(4).

Event description:
A consumer reported that when they checked their left implantable neurostimulator (ins) an end of service (eos) message was displayed. Gradual symptoms of the patient winding down more than usual were reported. The ins had been checked weekly and the patient could not recall seeing an elective replacement indicator (eri) message. The patient had tried contacting their health care provider (hcp). The hcp later reported the ins was programmed to 3.8v, 120 usec, and 160 hz in (B)(6) 2015. The patient did not have any falls that may have caused a short. There was an allegation of dissatisfaction with the longevity of the ins. The ins was going to be replaced. The patient's indication for use is parkinson's dual and movement disorders. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.